Event description:
Patient completed chemotherapy and requested port be removed. The device had been in place for approximately 5 months. Power port being explanted when md noted two 5mm slits in the catheter 12 cm from distal tip. It was disinfected, and irrigated w normal saline throughout the port and catheter no clots were noted with irrigation fluids. The company rep was notified. Surgeon requested to have it returned to the company for assessment.we are seeing a trend. This facility has had another device reported with a similar finding of cracks/slits in the port catheter. That device also was returned to the manufacturer for inspection.patient given taxol and taxotere through port, last dose was given approximately one month before the port was removed. No symptoms of extravasation during the patient's chemo while the port was in place. The staff/physicians do not know what may have caused or contributed to this event.